Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set up /inspection for use, prior to patient being in the room, the subject device presented an intermittent connection issue. When the cable is moved, the image switches from red to yellow. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: g3, h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a gap between cable unit and therefore water tightness is lost a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.